Event description:
It was reported via medwatch report, that the lead passer broke off during the implant procedure. The next day, the pt was returned to the operating room to remove the retained portion. The retained portion was approx 1 inch long, radiolucent, and in the shape of a straw. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.